Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed 11cm from the is-1 terminal pin. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the segment. The damage to the lead was determined to have been the result of the explant procedure.

Event description:
.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting gradually increased shocking impedance measurements which were now ranging from 92-135 ohms in triad configuration. A revision procedure was performed to replace this lead with a competitive lead. No adverse patient effects were reported.